Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2026. Approximately one hour after the reported sensor failure on the same day, the patient experienced vomiting and felt he was developing diabetic ketoacidosis (dka). The patient did not perform a fingerstick blood glucose test and instead contacted emergency medical services. No fingerstick measurement or treatment was administered by paramedics; however, the patient was transported to the hospital for further evaluation. At the hospital, a fingerstick blood glucose measurement indicated a level of approximately 700 mg/dl, consistent with dka. The patient was treated with intravenous insulin and additional unspecified fluids. The patient was discharged after four days of hospitalization. At the time of reporting, the patient was stable. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional event or patient information is available.